Event description:
There was an allegation of questionable results from coaguchek vantus meter serial number (B)(4). At 9:52 am, the result was 5.6 inr. At 9:54 am, the result was 4.6 inr. At 9:57 am, the result was 3.9 inr. At 10:01 am, the result was 4.6 inr. The therapeutic range was 2.0-3.0 inr and the patient tests twice monthly.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation was patient/consumer.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Vial #1 testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Vial #2 testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr. Qc 2: 5.2 inr. Qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.